Event description:
Case description: investigational results: novopen echo plus: batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: -non-reportable and malfunction changed to no. -investigational results added. -final report ticked and expected date of fu report removed in EU/ca tab. -imdrf codes added. -narrative updated accordingly. Final manufacturer's comment: 31-jan-2025: the suspected device has not been returned to novonordisk for investigations. No investigation was possible, because neither sample nor batch number was available. No conclusion is reached. H3 continued: evaluation summary: nopen echo plus: batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hospitalized [hospitalisation]. Novopen echo plus can not be read on my iphone [device wireless communication issue]. Case description: this serious spontaneous case from sweden was reported by a consumer as "hospitalized (hospitalisation)" with an unspecified onset date, "novopen echo plus can not be read on my iphone(device wireless communication issue)" with an unspecified onset date, and concerned a patient (age and gender was not reported) who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: not reported medical history was not provided. On an unknown date novopen echo plus could not read on phone and was hospitalized. Batch numbers: novopen echo plus: requested. The outcome for the event "hospitalized(hospitalisation)" was not reported. The outcome for the event "novopen echo plus can not be read on my iphone (device wireless communication issue)" was not reported. Preliminary manufacturer's comment: 17-dec-2024: the suspected device has not been returned to novonordisk for investigations. No conclusion is reached.